Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The available information indicates all tmc hardware was removed in a revision surgery on (B)(6) 2018. Although a number of factors could have contributed to the issue, the most likely cause cannot be determined due to the devices not being returned. However, the doctor did state that the hardware had to be removed due to loss of correction and migrating screws. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017, all tmc hardware was removed in a revision surgery on (B)(6) 2018 due to loss of correction and migrating screws.